Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported during a site visit to test the equipment and system functionality replacing the power board, power cord, umbilical cable, line power led and fuses. After which the system checkout was successfully performed with system passing all tests. System is performing as intended. Fuses were not returned for an evaluation. However, the power board, power cord, umbilical cable and line power led were returned. A medtronic evaluation found the returned power board, power cord and umbilical cable to not be at fault; however, the returned line power led was found to not turn on when power is applied. No further issues were reported. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the fuses were constantly blowing when the image acquisition system is plugged in to the outlet. There was no patient present when this issue was identified.